Event description:
On (B)(6) 2023, the device was tested per quality control procedure by kci service center, and the device passed and met specifications. On (B)(6) 2023, the device was placed with the patient. On (B)(6) 2023, the device was tested per quality control procedure by kci service center and the device passed and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. On (B)(6) 2023, kci quality engineering reviewed the quality control testing results, and the device evaluation was completed.

Manufacturer narrative:
Based on the information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection requiring surgical debridement is related to the activ.a.c.¿ therapy system. The patient has a history of sternal wound infections. The device passed quality control checks and met specifications before and after placement with the patient.

Event description:
On (B)(6) 2023, the following information was provided to kci by the patient: the patient's wound allegedly had white puss, and the activ.a.c.¿ therapy system alarmed blockage and low pressure. He stated his "clinical care" was not helping with the infection issue. On (B)(6) 2023; the following information was provided to kci by the nurse practitioner: the patient had a sternal wound infection that required surgical debridement due to the alleged technical issues. She stated the activ.a.c.¿ therapy system suction fails without alarming and does not alert patient. However, patient requires ongoing v.a.c.® therapy and states v.a.c.® therapy has continued. No additional information was provided. A device evaluation of the activ.a.c.¿ therapy system is pending completion.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection requiring surgical debridement is related to the activ.a.c.¿ therapy system. The patient has a history of sternal wound infections. A device evaluation is pending completion. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever; your wound is sore, red or swollen; your skin itches or you have a rash or redness around the wound; the area around the wound feels very warm; you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.